Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 50 mg/dl and the insulin pump went into threshold suspend but her blood glucose is 246 mg/dl. The alarm history showed multiple low predict alerts during the night. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.